Manufacturer narrative:
Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient's battery would not charge. The battery was exchanged without consequence to the patient. No further information was provided.

Manufacturer narrative:
One battery (bat124210) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed through internal visual inspection and functional testing. Analysis of the device revealed that the device failed visual inspection and functional testing due to a defective cell weld. The most likely root cause of the reported event can be attributed to a welding defect as a result of improper assembly. The manufacturer has opened and internal investigation for the premature power switching events. A review of the device's incoming inspection records indicated that the unit met the internal requirements prior to its quality assurance release process.